Event description:
Pt intubated on (B)(6) 2016 0200 with a size 8.0 endotracheal tube. On (B)(6) 2016 at 0740, original ett cuff tested once removed. No noticeable leak noted when cuff inflated. Cuff noted to be larger in size on one side. Ett cuff placed into water, bubbling noticed, therefore there was a small hole in the cuff. Tube was exchanged for pt safety, original tube has been saved for possible return to MFR.